Event description:
The customer reported "issues with the system." The field engineer reported that the system intermittently would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface was replaced. The system was then found to be operating as intended.